Event description:
Uncomfortable - vaginal [vulvovaginal discomfort]. Vaginal discomfort - tampon [medical device site discomfort]. Tampons difficult to insert [complication of device insertion]. Tampon don't come out of the cardboard applicator or only come out half-way [device deployment issue]. Removal of tampon uncomfortable [complication of device removal]. Odd cotton cover that goes over the tampon and ties to the string starts coming apart [device breakage]. Case description: consumer reported via email that the cover that goes over the tampon and ties to the string started coming apart. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.